Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the implantable cardiac monitor exhibited undersensing. Further information was requested, however was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate pause episodes was observed on the device. Further evaluation showed that the undersensing episodes were due to signal drop out. No intervention was performed. The patient was asymptomatic and will continue to be monitored.